Event description:
It was reported via phone call that the customer experienced unexplained low blood glucose on (B)(6) 2015, which her continuous glucose monitoring system did not catch. The customer treated with juice. Her blood glucose was 31 mg/dl. At the time of this report, customer's blood glucose was 297 mg/dl. The insulin pump was not exposed to a magnetic resonance imaging machine. Further troubleshooting could not be performed as the insulin pump was not available. It was advised to speak with healthcare provider regarding low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.